Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were multiple rewind attempts observed in the black box data followed by replace battery alarms. During testing, the pump emitted a cs 078 on the first rewind attempt. There was no debris found in the cartridge compartment, but there was moisture observed behind the display lens. The pump case was cracked and the leak test confirmed the crack. The pump case was removed and moisture corrosion was found throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.